Event description:
That 430 days after implantation of a taxus express2 2.5x24 mm eluting stent, an in stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal right coronary artery (rca). A pre-intervention percentage stenosis was not reported. The lesion was balloon dilated and a 2.5x24 mm taxus stent was deployed in the lesion. A post-intervention percentage stenosis was not reported. No info was received regarding the vessel tortuousity or calcification. The pt received plavix, heparin, integrilin, and nitroglycerin during the procedure. Pt complications were reported as none. The pt presented 430 days after the initial procedure with an in-stent restenosis in the proximal rca. Balloon angioplasty was performed on the lesion. A post-intervention percentage stenosis was not reported. Pt complications were reported as none.